Manufacturer narrative:
The device was returned for analysis. Only the coil was returned. The coil was found stretched. The interlocking arm was found separated and was not returned. The zap tip shape and surface of the coil were microscopically examined and no damage was noted. The interlocking arm of the coil was found separated. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-nov-2017. An interlock¿-35 was received with no reported issues. However, device analysis noted that the interlocking arm of the coil was found separated and was not returned.